Manufacturer narrative:
Follow-up #1: date of submission 3/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: no defect was found. The pump iob is functioning properly. Unable to duplicate the complaint. A ezcarb bolus was performed with settings obtained from the scripts and the pump correctly calculated a 2.70u bolus. Per the IFU, since the users bg is above target, the iob will only be subtracted from the bg boluses, not from carb boluses.. Battery compartment is cracked at the bottom near the cover. Battery cap was not returned. Test battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. Customer support found that the pump is not subtracting iob amount correctly. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.